Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2025-11564 related manufacturer reference number: 2017865-2025-11565 it was reported that a possible unspecified issue was noted on the device system. The hospital reported that the patient had a stroke approximately one month after the implant and is currently hospitalized. No further information is available.